Event description:
Patient reported obtaining a blood glucose result of 150 mg/dl on the suspect device. Patient indicated that, within 10 minutes, blood glucose was retested on a physician's device with a result of 86 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.